Event description:
Wang, c., shi, m., li, c., wang, s., yang, y. (2025). Rescue strategy for hemorrhagic complication during mechanical thrombectomy and the clinical outcome. Journal of endovascular therapy: an official journal of the international society of endovascular specialists, 32(5), 1589¿1599. Https://doi.org/10.1177/15266028231218880 literature was reviewed regarding patients who had hemorrhagic complications observed on digital subtraction angiography (dsa) during mechanical thrombectomy. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: solitaire fr, react68/71, and axium coil. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. The causes of death, specifically for the hemorrhagic group were large cerebral infarction following aborted reperfusion attempts after hemorrhagic complications and severe subarachnoid hemorrhage (sah) due to vessel perforation. For these causes there had been 15 deaths in the hemorrhage group with the latter being included within the 15. Among all medtronic devices patient's adverse events / device product performance issues included: hemorrhage (subarachnoid hemorrhage or contrast extravasation), perforation with microwire/microcatheter, vessel stretching during stent retriever withdrawal, large infarctions, significant neurological deficits, deaths. Three (9.1%) patients in the hemorrhagic group recovered to functional independence while there was 35.8% in the non-hemorrhage group. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Literature article is included in the attachments. A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article. G.4. PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.